Manufacturer narrative:
A review of the manufacturing records has been conducted. Results - the manufacturing records review verified that the lot(s) met all pre-release specifications. Conclusions - endotension. Additional devices: pcl161207/(B) (4), pcc141400/(B) (4), pca230300/(B) (4).

Event description:
On (B) (6) 2004, the patient was treated for an abdominal aortic aneurysm with gore excluder bifurcated endoprostheses. On (B) (6) 2010, the devices were relined with additional gore excluder aaa endoprostheses. The patient tolerated the procedure well.